Event description:
The day after a 19mm amplatzer septal occluder (aso) was implanted it was found to have migrated because of rim deficiency. The aso was surgically removed and the atrial septal defect was surgically repaired.

Manufacturer narrative:
The 19mm aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 8f loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.